Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for right ventricular lead revision due to high capture threshold. The rv lead sensing and impedance were stable. It was suspected that the elevated threshold was due to a scar in the heart where the lead was placed. The lead was capped and replaced on (B)(6) 2019. The patient was stable.